Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl, cause was unknown. Customer received assistance from wife to consume carbohydrates, glucose tablets, and glucagone spray; and was subsequently taken to the emergency room (ER) via ambulance where the customer was admitted to the hospital. Bg was treated with intravenous fluids of carbohydrates, antibiotics, and potassium. Customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the healthcare provider alleged that a malfunction alarm occurred, however a system check was performed with tandem technical support and the pump was performing as intended. However, it was reported that the pump history was missing data despite being in use. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.